Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the reload was opened and used it as per usual, it would not fire at all. Another reload was unboxed instead to complete the case. There was no patient injury.